Manufacturer narrative:
No product has been made available for manufacturer analysis, and no lot number were provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unknown.

Event description:
This incident was reported to the manufacturer by the patient's contact lens prescribing and initially treating eye care practitioner. According to the information provided, the patient experienced redness, swelling of the upper eyelid, pain, tearing, blurred vision, and a scratchy sensation in the left eye (os) on (B)(6) 2025 and subsequently sought medical attention. The patient was evaluated on (B)(6) 2025. Clinical examination findings documented edema, epithelial staining, bulbar injection, and an approximately 1.25 mm corneal ulcer in the temporal and central 6 mm area of the cornea. On (B)(6) 2025 the patient was referred to an ophthalmologist for further care with a culture completed on (B)(6) 2025, which returned positive for acanthamoeba keratitis infection. Details regarding medications or specific treatment prescribed by the ophthalmologist were not provided. The patient has not returned to the optometrist office since the referral, patient status or outcome are unknown. This event is being reported due to the indication from the practitioner of medication or medical intervention required to prevent or preclude the user from permanent injury or impairment from the condition of a microbial (acanthamoeba) keratitis and the anticipated outcome of a central corneal opacity and permanently reduced visual acuity. Should further information become available, a follow-up report will be submitted as appropriate.